Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of device photos: visual analysis of the photographs identified red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown and patient's concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side exchange textured to smooth implants due to the patients concern with the product. Additional event of capsular contracture, baker grade unknown. Device has been explanted.